Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. The technician could not confirmed the failure reported because no photos were included, we need perform an investigation to sample provided in order to determine if failure mode can be confirmed. One sample unit was received with its original package opened. The sample was visually inspected at a distance of 12 inches under normal lighting to received unit see image 5 and 6. After visual inspection was performed to sample unit, no major visual defects can be observed in surface tube, neither cracks or connection luer issues that could cause any reject on leakage test or condition reported in investigation complaint. The returned sample was tested according to failure mode reported and following the manufacturing procedure. After functional test was performed to sample unit, sample passed successfully test required. It wasn't confirmed any functional fail on the product based in our mitigations and current controls we have at production line. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required since failure mode wasn't confirmed, all mitigations on placed were verified and it was confirmed execution accordingly.

Event description:
Additional information received on 08-mar-2021: the serial number was provided.

Event description:
It was reported that upon connecting the l-70 to the hl-90, the equipment beeped and "check disposables? Led flashed. The physician used two l-70 and having same problem. The physician then used a different lot l-70, and it worked normally. No injury or intervention